Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a system message and presented with no irrigation or aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Product investigation #1: (consumable). One wet active centurion fms was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The sample reached a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing and no system message codes were generated. Root cause: the root cause of the customer's complaint could not be established as the returned sample met specifications; however, it should be noted that a system message code 110 is generally related to the console and not the fms. Product investigation #2 (system). The company representative was not able to replicate the reported event in with either request for service. However, a system message (sm) was found in the event logs. The company representative performed a preventive maintenance. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on august 26, 2015. Based on qa assessment, the product met specifications at the time of release. It should be noted that when sm displays, the system responds by disabling the handpiece functions. Additionally, the system reverts to a ¿not primed¿ status and phacoemulsification (phaco) handpieces go to a ¿not tested¿ status. This would account for the disabled functions that the customer reported. Although the disabling of the phaco, irrigation, and aspiration functions can be attributed to sm, it remains inconclusive what caused sm to display. (B)(4).